Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medicines had been unloaded and that the fridge was no longer in use, but the system still showed that meds were there. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue. The issue was resolved with no detail provided by the customer regarding how the issue was rectified, the customer gave permission to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the medicines had been unloaded but still it shown in the fridge. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.